Manufacturer narrative:
Since a loss of instrument could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event is has been reported that vdw files were involved when a contra angle 6:1 was not holding files and about the loss of a file inside patients mouth. MDR (B)(4) is open for the contra angle. No patient injury was reported. Update has been requested. The reason for the loss of a file inside patients mouth is yet unknown.

Manufacturer narrative:
The device was received and found to not be manufactured by dentsply sirona. Please disregard this MDR.